Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided the root cause of the reported issue cannot be determined. A sudden movement downward, usually resulting in injury. A complication in which the wound splits or separates after being surgically closed. There is not yet enough information available to classify the health impact. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaint for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient was hospitalized due to a fall with wound dehiscence.